Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that an expired topical skin adhesive product was received by the customer. The expiration date on the contents is 8/31/2012. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # pc-(B)(4).